Manufacturer narrative:
Follow-up #1: date of submission 07/23/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery and cartridge compartments were found to have cracked. The pump powered up with the appropriate audible and vibratory features. Unrelated to the casing issue, the pump powered up to a blank display screen. The investigation was unable to complete the remaining testing. The pump screen was replaced with a test screen and the test screen functioned normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. Reportedly, the battery compartment was damaged. It was reported that there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.